Event description:
The biomedical engineer (bme) reported that the spo2 was not working on the bedside monitor. There were no error messages when this unit failed while monitoring a patient. They replaced the trunk and spo2 cables, but the issue persisted. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the spo2 was not working on the bedside monitor. There were no error messages when this unit failed while monitoring a patient. They replaced the trunk and spo2 cables, but the issue persisted. The customer did not mention that they were able to get spo2 readings prior to the reported call. Thus, this appears to be a call for assistance during the setup stage; however, this could not be confirmed. The customer declined troubleshooting steps and preferred to send the device to nka for an exchange. No patient harm was reported. Service requested / performed: evaluation / repair: the device was returned to nihon kohden repair center (nk rc) for physical evaluation and functional testing. The reported issue of "spo2 not working" could not be duplicated. Device performed as intended. No physical damage was noted. Investigation summary: the root cause of the investigation cannot be determined. Per the operator's manual (0614-906607p), the issue may be related to the probe/cord connection as well as having the appropriate probe/cord for each model. Specific information is not available since the customer declined troubleshooting steps. The information above suggests that user error may be a factor. The service history for this serial number and this customer site shows no related complaints. Since this is an isolated incident, and the issue could not be duplicated at nka, further action is not warranted. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H10 additional manufacturer narrative.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the spo2 was not working on the bedside monitor. There were no error messages when this failed while monitoring a patient. They replaced the trunk and spo2 cables, but the issue persisted. No patient harm was reported. Service requested / performed: evaluation / repair: the device was returned to nihon kohden repair center (nk rc) for physical evaluation and functional testing. During functional testing, nk rc did not detect any issues with spo2 parameters and could not duplicate the problem. The unit completed extensive testing and operated to the manufacture's specification. The device had been installed and performed its functions in the facility since april 30, 2018. Investigation summary: the root cause of the investigation cannot be determined. As this issue has an overall risk score of medium, a CAPA is not required per corrective action and preventive action process, sop07-003. The following fields are not applicable (na) to the MDR report: the following fields contain no information (ni), as attempts to obtain information were made, but not provided: date of this report device available for evaluation? Date received by manufacturer type of report if follow-up, what type? Device evaluated by manufacturer? Event problem and evaluation codes.

Event description:
The biomedical engineer (bme) reported that the spo2 was not working on the bedside monitor. There were no error messages when this failed while monitoring a patient. They replaced the trunk and spo2 cables, but the issue persisted. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) that the spo2 is not working at all on the bedside monitor. There were no error messages when this failed while monitoring a patient. They replaced the trunk cable and the spo2 but the issue persists. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer (bme) that the spo2 is not working at all on the bedside monitor. There were no error messages when this failed while monitoring a patient. They replaced the trunk cable and the spo2 but the issue persists. No patient harm reported.